Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. Additional information received: the surgeon has been a user of pvs since residency (at least 4-5 years). She is a big proponent of having a jnj rep in her cases due to hospital staffing. The surgeon was taught to use staples on the smaller vessels that come from the aorta that supply the upper and lower parts of the kidney. They are high pressure vessels since they come straight from the aorta. It was these vessels that had the hemostasis issues. The surgeon had some questions around understanding why these smaller vessels should or should not be stapled and what would we recommend if not since she feels the stapler should work on these vessels. It was covered through questioning that the approximate compressed width of these vessels is less than 5mm.

Manufacturer narrative:
(B)(4). Date sent: 09/10/2025. D4: batch # unk. Additional information was requested, and the following was obtained: when we used the stapler for one of the arteries in the kidney it cut but din't seal the artery. We continued to use it after and it worked fine but it also happened yesterday with another stapler. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9817k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the kidney; it was observed that the device cut the vessel but did not seal it. There was no patient consequence nor surgical delay reported. No additional information provided.